Manufacturer narrative:
The complainant was unable to provide the suspect lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva ID trac tip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure the distal end fiber broke off. The procedure was completed with this device. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.